Manufacturer narrative:
The device was available for evaluation. It was reported that an initial surgery was completed on 5/31/22 for a posterior interbody fusion at l3-l5 with creo 4.75 cocr screws and rods. A revision surgery was completed on 01/13/25 to extend the construct to l2-l3 for adjacent level symptoms. During the second surgery, one of the rods implanted in the initial surgery was found to be fractured in two places. The rods and screws from the original surgery were then replaced with additional screws placed at l1-l2. X-ray images of the original construct showed one of the rods fractured at l3-l4. It could not be determined if the rods were bent prior to implantation. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a revision for previous extension, a creo 4.75mm curved rod was found broken in two places and was replaced.

Event description:
It was reported that during a revision for previous extension, a creo 4.75mm curved rod was found broken in two places and was replaced.

Manufacturer narrative:
The part has not been reviewed for evaluation. The cause of the reported issue cannot be traced at this time.